Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 20-aug-2019, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on 02/05/2020 with the following findings during. Investigation the basal duration test did not duplicate battery alarms or power loss. The pump cover was removed and there was no evidence of intermittent power conditions found. The pump was returned with a cracked battery compartment above grip pad , cap is able to fully secure. The pump history verified the pump was delivering the programmed basal rate with no power interruptions until a low and replace battery alarm on (B)(6) 2019 at 02:13 am. Deliveries were not resumed after the battery alarm. The complaint record indicates the power issue started on (B)(6) 2019. Black box and alarm history show no evidence of power loss or battery alarms on (B)(6) 2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.